Event description:
In a case in 2008, a 5 mm cutting forceps exhibited poor/no coagulation. The energy to seal a fallopian tube was intermittent and when it was cut, excessive bleeding was encountered. The case was eventually completed with a similar instrument.

Manufacturer narrative:
Device received with medium amount of coagulate on the jaws. Ratchet in the "off" position, jaws are stuck open due to coag inside shaft. Broke the jaws fee, they now open and close freely, blade advances/retracts smoothly. Teeth mesh properly. Device activated to the correct generator default, vp3-35. Device activated and coagulated and cut numerous times with no intermittent coag function observed. Device worked as designed. No intermittent coag function observed.